Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is experiencing pain and a sore hip after total hip replacement.

Manufacturer narrative:
No devices or photos were received as these remain implanted, therefore, the condition of the devices is unknown. Device history record review identified no deviations or anomalies in the manufacturing process for the head and stem. These devices are used for treatment. The devices were used in an approved and compatible combination. Complaint history review identified no previous complaints for the part-lot combination of the reported devices. Primary operative notes from procedure performed on (B)(6) 2009 were reviewed. It is noted that abduction and external rotation were stable. It is also noted that the surgeon was unable to determine leg length because the leg was fractured prior to surgery. The ranawat sign was 40-45 degrees, which was stated to be excellent for component position. Post-operative follow up notes from (B)(6) 2010 indicate that leg length was noted to be equal. In the phone call notes transcribed (B)(6) 2015, the surgeon states that if the cause for the reported issue is corrosion, changing the head from a 36 large to a revision ceramic femoral head would alleviate symptoms, however, the patient would be at a higher risk for dislocation. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.